Manufacturer narrative:
Investigation of returned suspect mobile view station (mvs) interface (umbilical) cable was unable to confirm the reported event. Mvs interface cable passed 100t and gbit bench communications testing as well as continuity testing. Installed mvs interface cable in test imaging system and the system achieved ready. Communication, charging, 2d and 3d imaging are all successful. Visual inspection noted 2 cm back from lemo connector the insulation is worn. The cable was flexed along the length in an attempt to identify an open. No functional problem found while under test.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Could not duplicate the issue during the service visit. The male connector felt loose when connected to the rear breakout panel. Replaced the mobile view station (mvs) interface cable. The interface cable (umbilical) has not been received by the manufacturer for evaluation. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the communication between the image acquisition system (ias) and the mobile view station (mvs) was intermittent. It was reported that the user was able to 'wiggle' the umbilical cable to re-establish communication. The procedure was completed successfully with the imaging system with no delay. The patient was not impacted.